Event description:
It was reported that during a ptca/stent procedure of a tandem distal 90% stenosed rca lesions located just prior to the bifurcation the pda, a stent loss occurred. The lesions were predilated with a 3.0mm balloon, with a good result in stenosis reduction. However, the multilink would not cross the lesion. When attempting to remove the multilink system to the level of the guiding catheter, the stent caught on the ostial calcium and came off the delivery system. The physician attempted to remove the lost stent by doing low pressure inflation on the ptca balloon and removing the balloon inflated, but this technique was not successful. The ptca balloon was then advanced and repositioned inside what appeared to the be the stent. The physician attempted to deploy the stent in the proximal rca, however, it appeared the ptca balloon may have been outside the stent. Follwing this deployment attempt, on flouroscopy it appeared that the stent was crushed. The physician changed his treatment strategy to ptca and dilated the tandem lesions with a 3.5mm balloon. Reportedly, 5 minutes later significant st segment changes were observed on the ECG. Repeat angiography revealed a spiral dissection in the proximal segment of the tandem lesions. Repeat ptca was performed but was not successful in maintaining vessel patency. A iabp was inserted and the patient was sent for emergency CABG.